Event description:
The device has been explanted.

Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported rupture of left implant. The device remains implanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified the device to be underweight and have a broken shell. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which found the thickness to be within specification.

Event description:
Physician reported rupture of left implant. The device has been explanted.